Event description:
It was reported that during a case when using the leveling function of the table, it caused the table to continue coming up without stopping. Due to this, the patient was prone and hyperextended. The patient was then sent for an additional scan as the staff was unsure on if the patient was injured.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Manufacturer narrative:
It was found on (B)(6) 2023 during a procedure that the back of the table began coming up and the customer could not get it to stop. A field service technician was sent out on 28 sept 2023 to investigate, the error could not be replicated on site. It was noted in the field service report that the table sustained broken column shields and the casters were not rolling smoothly. The error logs contained multiple mcu errors, floor lock errors and brown out errors. The table was not serviced during the initial fsr because the customer wanted a quality investigation to be completed. The customer has chosen to continue use of the device. The expected lifetime of a table is 10 years which is stated in the IFU (57445). The table was confirmed to be manufactured in 2009 due to the letter "q" found within the serial number. This means the table is past the expected lifetime and the cpu that is in this table is no longer available. The root cause for this issue could be due to use of the table past the expected lifetime as well as a faulty hand pendant, shorted wire or cpu which would be causing the errors found in the error log. This issue was discovered during a medical procedure, a scan was performed on the patient and it was confirmed there was no patient impact, patient injury or adverse events. As such, per the additional information confirming that there was no patient injury, this event is now reportable as a malfunction. This failure mode has not exceeded any threshold and will continue to be monitored per dwi2003. If any further information is obtained, a supplemental will be filed.

Event description:
It was reported that during a case when using the leveling function of the table, it caused the table to continue coming up without stopping. Due to this, the patient was prone and hyperextended. The patient was then sent for an additional scan as the staff was unsure on if the patient was injured. Per additional information received, the patient did not sustain an actual injury as the scanner showed no signs of injury to the patient according to the staff.